Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient was in status epilepticus and was hospitalized in the intensive care unit. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Date of event:corrected data: follow-up report #1 should have corrected the event date to (B)(6) 2014 as information was received that it was the correct event date. Describe event or problem, correct data: follow-up report #1 should have reported that the generator was at neos ¿ not at the (B)(6) 2014 appointment.

Event description:
Clinic notes were received which provide additional information. The notes indicate that the patient had been seizure free for a few months until she had an increase in seizures (associated with apnea) and was admitted to the hospital in january 2013. In the hospital, the ltg and zns dose was increased, and the patient was started on midazolam. Seizures remained well controlled on the eeg and midazolam was stopped. There were no changes made to the doses of phenobarbital or topamax, and the increase in seizures was due to a decrease in the blood levels of the medications, likely associated with weight gain. Lab results from the hospital encounter on (B)(6) 2013 indicate that a blood culture was performed, which show that the patient had staphylococcus (coagulase neg) isolated from aerobic and anaerobic bottles. No additional information has been provided.

Event description:
The physician indicated that there is no relationship between the vns and sleep apnea. The physician indicated that the sleep apnea is not associated with device stimulation. And there is no relationship of the infection to vns implant.

Event description:
The generator was found to be at neos ¿ no at the patient¿s (B)(6) 2014 appointment.